Event description:
During a follow-up visit with the patient, the nurse downloaded the monitor and noticed there was no compliance information reported for the patient since 2003. However, both the patient and the patient's sister stated that the patient had been wearing the device. The nurse disconnected the electrode belt from the monitor and observed bent pins in the belt connector. The nurse used a pen to straighten the pins, connected the belt to the monitor and instructed the patient to keep the belt connected at all times and to remove the battery when removing the device. After receiving this information, lifecor sent the patient a replacement belt and monitor.